Event description:
I had the essure birth control device put in (B)(6) 2013. After 15 days of horrible pain and pain that got worse and worse a different obgyn removed the essue to find 2 essure coils in my right fallopian tube. While one in my left. I still had pain so they went in again to look for other causes the pain. As of today I still have pain in my right side of my abdomen during intercourse and during menstruation.